Manufacturer narrative:
This report is for an unknown distal locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a trochanteric fixation nail-advanced (tfna) system implanted on (B)(6) 2021. Postoperatively the helical blade retreated from insertion point of the femoral into the subcutaneous layer. Upon inspection of locking mechanism the surgeon determined that the device was never engaged. The patient also had an infection that required hardware removal which was done on (B)(6) 2021. No further information provided. This report is for (1) distal locking screw. This is report 4 of 4 for complaint (B)(4).